Manufacturer narrative:
(B)(4). The incident sample will not be returned and the serial number of the device is unknown. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A company sales representative stated that during a non-procedural demonstration, the device failed to detect a sponge when the sponge was wadded up. No patient was present during the demonstration.